Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt was receiving stimulation, but was not able to obtain adequate pain coverage. Reprogramming did not resolve this issue. The pt requested to have the scs system removed. The entire scs system was removed on (B)(6) 2011.